Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006, and a mesh, boston scientific lynx and advantage were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 in order to treat pelvic organ prolapse, pain, hemorrhoids, and stress urinary incontinence. It was reported that the patient underwent mesh revision/removal on (B)(6) 2012 due to vaginal prolapse and exposed mesh and restorelle l polypropylene mesh was implanted. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems and recurrence.